Event description:
Coiling treatment of an aneurysm. It was reported the coil detached inside the catheter during coil re-positioning. The physician was able to push the coil into the aneurysm. No pt injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for eval as it was implanted in the pt.